Manufacturer narrative:
H10: the devices were not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that three (3) large volume infusors underinfused medication to the patient. This was observed during patient infusion. None of the infusions completed the dose in 24 hours; between 20 to 50ml remained in the devices. The devices were filled with tazocin 4.5g. There was no report of patient injury or medical intervention associated with this event. No additional information is available.